Event description:
The primary tkr was done on (B)(6) 2018. The surgeon noticed the tibial tray was loose after investigating the patients x-rays. The patient could not be scheduled for surgery due to working responsibilities. The patient fell a few months after the consultation. The surgeon re-evaluated the x-rays and noticed the tibial tray was completely loose. Scheduled a revision surgery with (B)(6). The femoral compartment did not show signs of loosening. During the revision the surgeon noticed the femoral compartment was completely loose and he was able to remove it by hand. No cement was present on the implants.

Manufacturer narrative:
Batch review performed on 12 october 2022. Lot: 168526: (B)(4) manufactured and released on 05-apr-2017. Expiration date: 2022-mar-26. No anomalies found related to the problem. To date, (B)(4) of the same lot have been sold with 1 similar reported event during the period of review. Clinical evaluation performed by medical affairs director: total knee revision 4.5 years after primary surgery. The revision was most likely due to a problem occurred during index surgery with cementation: it can be clearly seen that the cement did not interdigitate with the implant, but only with the bone. This phenomenon can typically happen if the metal implants are wet, or if there was an unexpected and unforeseen delay in the application of cement on the metal implants. Another possibility could be temperature in the or unusually high, which made the cement polymerize more quickly than expected. Visual inspection performed by r&d knee manager: total knee revision 4.5 years after primary surgery. The articular surface of both the tibial insert and the femoral component present scratches. These scratches can be caused by the third body caught between the two surfaces. The reason for the revision seems to be related to loose devices. No cement is present on the bottom surface of the explanted tibial tray and femoral component. Poor interdigitation between cement and implant can be related to multiple factors, most likely not implant related (such as the cementation process, temperature, time, and presence of fluids on the surfaces). The lack of cement adhering to the devices is not evidence of a faulty device. No other elements relevant to the event can be noted from visual inspection. Additional item involved in the event, batch review performed on 12 october 2022. Gmk-sphere 02.12.0026r femoral component sphere cemented size 6+ r lot: 172760 lot: 172760: (B)(4) manufactured and released on 06-oct-2017. Expiration date: 2022-sep-04. No anomalies found related to the problem. To date, (B)(4) of the same lot have been sold with no similar reported event during the period of review.